Event description:
Pump declared a cartridge change error, impacting the customer's ability to load cartridges, but there was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was instructed by technical support to inspect the o-ring and clean the pneumatic tap area, yet the issue persisted. Consequently, technical support decided to replace the pump, instructing the customer to use multiple daily injections (mdi) as backup, and to return the problematic pump within ten days using a pre-paid label.